Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5007301/5009983.

Event description:
It was reported that the patient has an infection and is developing sepsis. The physician believes that the infection was device related.